Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the bag was detached but partially folded, and partially cinched. The green pull ring was not received. The device functioned without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture the conditions noted suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic donor nephrectomy procedure. Upon cinching the bag, it tore. The bag would not cinch properly. The specimen did not fall into the patient. In order to resolve the issue and complete case, they used another one. There was no patient harm. The patient outcome is alive, no injury.